Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the impella cp with smartassist for use during cardiogenic shock states the following: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported that an implanted impella cp pump stopped unexpectedly during patient support. The pump was removed as a result of the failure. The patient remained supported via drug control following explant.

Manufacturer narrative:
The investigation of pump stop has been completed. The root cause of the pump stop was not determined since no product was returned. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27786. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27786 as it is unknown if the initial reporter also sent the report to the food and drug administration.